Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has difficulty charging the ipg due to the position of the ipg. The ipg was tilted when implanted. The angle is getting progressively worse and is nearly perpendicular to the skin. The pt will meet with the physician as the next course of action.